Event description:
8/25/97 update: the drain would not expand within the cannister to allow proper drainage. The pt had to have another thoracotomy drain inserted because of the haemothorax and pneumothorax.

Manufacturer narrative:
Actual device was evaluated. Negative results of device testing. No device failure.